Manufacturer narrative:
Device evaluation is in progress. When the investigation is complete, a follow-up report will be submitted.

Event description:
It was reported that during an atrial fibrillation ablation procedure, it was noted that the irrigation port of a cool path duo was leaking. The physician was doing an ablation when the (B)(4) cardiac ablation generator displayed an ee error and the physician noticed the irrigation port was broken and saline was leaking from the catheter handle. The port was not completely detached from the catheter. A second catheter was used to complete the procedure. There were no consequences to the pt.